Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the outer insulation was cut at the middle region of the lead. The cause of the reported event was consistent with procedural damage.

Event description:
Related manufacturer report number: (B)(4). During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. A revision procedure was performed to replaced the rv lead. During the procedure, insulation damage was noted on the atrial lead. The rv and atrial leads were explanted and replaced to resolve the event. The patient was in stable condition.